Event description:
It was reported that approximately 6 years and 9 months following the implant of a transcatheter valve, moderate central aortic regurgitation was observed. Additionally, the patient experienced dyspnea and fatigue, and the physician attributed the symptoms to the transcatheter valve. Subsequently, the patient was referred to a surgeon for surgical intervention to replace the transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b3, b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that 6 years and 8 months following the valve implant, the surgical valve replacement was performed.

Manufacturer narrative:
Updated data: a4. B2. B5. D6b. Explanted date is approximate. Month and year are confirmed valid. H6. Annex b code. Additional codes. Corrected data: h6. Annex e codes were erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately (B)(6) following the implant of a transcatheter valve, moderate central aortic regurgitation was observed. Additionally, the patient experienced dyspnea and fatigue, and the physician attributed the symptoms to the transcatheter valve. Subsequently, the patient was referred to a surgeon for surgical intervention to replace the transcatheter valve. Additional information was received that two weeks after the aortic regurgitation was identified, the patient underwent a minimally invasive aortic valve replacement with a 23 millimeter (mm) non-medtronic surgical valve with explant of the transcatheter valve, ascending aortic and aortic root endarterectomy, and aortic root repair.